Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/17/2017 with the following findings: a review of the black box showed evidence of voltage drops, unexplained power on reset events, and battery alarms following the power on reset events. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. No evidence of contamination was found inside the battery compartment. The current draws were within specifications. The pump case was removed to find no evidence of moisture or loose components inside the pump. A battery life issue was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.